Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an operator receiving a cut on his arm cause by automate 2500. The operator performed first aid treatment on his cut and did not receive any further treatment.

Manufacturer narrative:
The operator attempted to retrieve a dropped cap from the belt at the rear of the system without placing the system on "stop" mode. When the operator opened the window and reached for the cap the robot 2 moved and struck the operator's arm. A bci field service engineer (fse) inspected the system and no issues were noted on the system. Safety and warning labels are posted on the system windows and main covers. The root cause of this event is operator not following proper safety precautions.